Event description:
The device was implanted on 06/09/1998. X-rays were taken due to complaints of pain. X-rays revealed that a section of the device was broken. Revision surgery was performed on 08/11/98 to remove and replace the device. It was reported that the device was broken and deformed. It is unknown at what time the fracture and deformation occurred.